Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), product type: lead. Product ID: 3778-75, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative via a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was told by a manufacturer representative that they had high lead impedances back in (B)(6). No symptoms or complication's were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that according to manufacturer's representatives (reps) the impedances were confirmed to be high (>40,000) on several of the connections on multiple occasions. The cause of the high impedance was not determined. When the high impedances were discovered in january/february, the rep turned off the connections in order to not use more battery life, and to try to find better stimulation coverage for the patient. No additional interventions have been taken since then. The high impedance has not been resolved. The patient stated that stimulation was adequate at the moment. However, they stated it was not what it used to be, or what it could be. No further complications were reported.